Manufacturer narrative:
Batch review performed on 16 april 2019: lot 121919: (B)(4) items manufactured and released on 03-aug-2012. Expiration date: 2017-06-30. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 6 years after primary surgery, the pathogen is unknown. The surgeon performed an I&d and poly swap and the surgery was completed successfully.